Event description:
A us distributor contacted zoll to report that a(B)(6) had psoriasis and there was a red skin irritation under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient was using (B)(6) for the skin irritation. It is unclear if the ointments were prescribed. Reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to (B)(6) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.